Manufacturer narrative:
Investigation summary: three plastic bags with samples were received. Each bag has a label identifying them as ¿scrap¿ quantities handwritten: 116, 168, and 199 samples were received. A sample of 100 were visually inspected. One photo shows a syringe with the printing issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples and photo provided. This is the 1st complaint for lot # 9058921 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: it is likely happened during the syringes assembly line and printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that 500 syringes 30ml s/t w/o shld ns were found before use with illegible scale print during a manufacturing process inspection. The following information was provided by the initial reporter: "unfortunately, during manufacturing process production personnel detected illegible print in the part number of pn: flx-30003. Since we've detected 500 pieces with the defect a ncmr shall be raised in order to document the disposition of the material."